Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and in additional to the reportable malfunctions mentioned in b5, the evaluation found the air/water cylinder, the adhesive on the bending section covers and connecting tube had foreign objects. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may hot have been removed because reprocessing was not conducted properly due to leak at the biopsy channel. Olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: -gif-h185 operation manual chapter 3 preparation and inspection¿. -gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.